Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced hernia recurrence and inflammation. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Inflammation is also identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represent the perfix plug, a second emdr has been submitted to address the "marlex" (pre-shaped mesh) implanted during the same procedure. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date and brand name. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 8 months post implant of perfix plug, patient had abdominal pain, inflammtion and hernia recurrence. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, b4, b5, b6, b7, e3, g1, g3, g6, h2, h3, h6, h10, h11 corrected fields: d1 (brand name), h4 (manufacturing date) this supplemental emdr is submitted to represent the perfix plug (device #1). An additional supplemental MDR was submitted to represent the bard pre-shaped mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for repair of an inguinal hernia, a perfix plug and a marlex patch (pre-shaped mesh), were implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent radiographic imaging due to complaints of inguinal pain. Imaging allegedly demonstrated hernia recurrence and acute inflammation caused by the perfix plug and/or marlex mesh. Due to risks associated with removing or revising the mesh devices, the patient's surgeon recommended chronic pain management in lieu of surgery. The attorney alleges the patient has suffered and will continue to suffer pain and was seriously and permanently injured. Addendum per the additional information provided: (B)(6) 2015 - patient was diagnosed with direct and indirect right inguinal hernia thereby underwent open repair with perfix plug and bard pre-shaped mesh on (B)(6) 2015. Per the operative notes, "the direct hernia was separated, and the indirect sac was dissected circumferentially. The repair was then carried out with plug (perfix plug ¿ device #1) and patch (bard pre-shaped mesh ¿ device #2)." (B)(6) 2016 - patient underwent CT imaging due to abdominal pain which demonstrated hernia recurrence and acute inflammation. Attorney alleges that the patient had bowel removal and hernia recurrence.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced hernia recurrence and inflammation. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Inflammation is also identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represent the perfix plug, a second emdr has been submitted to address the "marlex" (pre-shaped mesh) implanted during the same procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for repair of an inguinal hernia, a perfix plug and a marlex patch (pre-shaped mesh), were implanted to repair the hernia defect. On (B)(6) 2016 - the patient underwent radiographic imaging due to complaints of inguinal pain. Imaging allegedly demonstrated hernia recurrence and acute inflammation caused by the perfix plug and/or marlex mesh. Due to risks associated with removing or revising the mesh devices, the patient's surgeon recommended chronic pain management in lieu of surgery. The attorney alleges the patient has suffered and will continue to suffer pain and was seriously and permanently injured.